Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure at the dissection of the blood vessel, there were issues with the loading or firing of the clips, two (2) devices that were used fired a couple of clips but then jammed and would not load. Another clip applier was opened and used to complete the case. There was no patient injury.